Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, upon removal of the sensor, the patient observed redness, swelling, and a lump at the sensor insertion site. At that time, he did not take any medication or seek medical attention, as the symptoms initially appeared mild. Over the following days, the patient noticed that the lump gradually increased in size. Due to the worsening condition, he sought medical attention at an urgent care facility on (B)(6)2026. During the evaluation, he was informed that he had developed a skin infection at the insertion site. The healthcare provider prescribed oral antibiotic doxycycline and recommended an ultrasound examination for further assessment. The ultrasound was completed later that same day. After reviewing the results, the medical team advised the patient to go to the emergency department (ed) because the lump required further evaluation and possible drainage. On (B)(6)2026, the patient presented to the hospital. A second ultrasound was performed and reviewed on the same day. Based on the ultrasound results, the treating physician informed the patient that the lump could not be drained because it was hard and non-fluctuant, indicating that there was no fluid collection that could be safely drained. Instead, the patient was treated with intravenous (IV) antibiotics. The patient does not recall the name of the IV antibiotic that was administered. Following treatment, the patient was discharged with instructions to continue taking the oral doxycycline previously prescribed by the urgent care provider. He was advised to take the medication twice daily for 7 days. The patient does not recall the dosage of the oral doxycycline. At the time of reporting, the patient stated that he feels well overall and continue with the antibiotic that is good for 7 days. However, he reported that the lump remains present with no noticeable change in size, despite the treatment received. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).